Event description:
A peritoneal dialysis (pd) patient reported that there was a fluid leak encountered during pd treatment. The patient said there were several air detected in cassette warnings during drain 1 of 3. When the patient removed the cassette from the cycler there was fluid in the pump module area. Fluid leaked from an unknown area. Technical services told the patient to wait and not use the cycler again until the next day. In a follow up with the patient's pd nurse it was verified there was no harm, adverse event or intervention associated with the leak. The cycler set is not available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported that there was a fluid leak encountered during pd treatment. The patient said there were several air detected in cassette warnings during drain 1 of 3. When the patient removed the cassette from the cycler there was fluid in the pump module area. Fluid leaked from an unknown area. Technical services told the patient to wait and not use the cycler again until the next day. In a follow up with the patient's pd nurse it was verified there was no harm, adverse event or intervention associated with the leak. The cycler set is not available to return.